Event description:
From: productcomplaints@bd.com, productcomplaints@bd.com. Sent: tuesday, february 4, 2025 5:35 pm. To: productcomplaints, productcomplaints@embecta.com. Subject: fw: defective needles. Subject: defective needles. The last time I purchased bd 3/10 syringes from, I had 6 needles that were defective. Two syringes did not have the needles attached, and on four syringes the top of the plungers came off when I tried to use them and made it impossible to fill the syringes with insulin. Told me to contact bd to report the problem and get replacements. I am attaching a photograph of the needles and of the box prescription label. I now get my prescriptions filled at the. Vcoyne 14february2025. 00022999-additional information. Consumer called in to provide product information: 328438. Lot is "unknown." Samples will be coming in.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.